Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. Due to complaints of this nature, an approved project is in place to further address issues with air in line. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: when using the b. Braun infusion pumps and accessories. The attachment lists multiple events of air-in-line alarms, microbubbles in IV lines, reports of changed lines, and IV lines that may have been kinked, broken or short. A change in line and/or change in pump has been documented for at least one of these events as well. There are some product codes that have no identifying product information on the attachment. A generic code has been used to document the devices exhibiting the above mentioned malfunctions. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.